Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug (intraperitoneal) and has recovered from the event. At the time of this report, the patient has recovered and pd therapy was ongoing. The reporter decline declined to provide additional information.